Manufacturer narrative:
Device not returned.

Event description:
It was reported that intermittent altitude alarms occurred while the customer was not outside of the labeled operating altitude range. Customer's blood glucose (bg) level was 138mg/dl. Customer reloaded the cartridge to resolve the issue.